Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a regarding a patient who was implanted with a neurostimulator for other non-malignant pain. It was reported that the amplitude changed on its own. The patient had turned down their amplitude before bed the night before. The morning of the report, the patient programmer should have shown 4.0v, but was at 4.3v. At 4.3 v, the patient was "getting nothing from it." The patient turned up the amplitude to 4.6v.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.